Manufacturer narrative:
H6: code 213 ¿ a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. H6: conclusion code updated. It should be noted the gore® excluder® aaa endoprosthesis instruction for use states ¿adverse events that may occur and/or require intervention include, but are not limited to, aneurysm enlargement.¿

Manufacturer narrative:
As it is unknown which gore(r) excluder(r) component was involved with the reported event, an additional device will be included on this report: pxc161400 / 06322842. Patient medications include aspirin, clindamycin, crestor, pepcid, flonase, claritin, lopressor, multivitamin, and nitrostat. Results pending completion of manufacturing evaluation. It should be noted the gore(r) excluder(r) aaa endoprosthesis instruction for use states "adverse events that may occur and/or require intervention include, but are not limited to, aneurysm enlargement."

Event description:
On (B)(6) 2009, the patient underwent endovascular treatment of a left common iliac artery aneurysm using two gore(r) excluder(r) contralateral leg components. On (B)(6) 2021, the patient presented with aneurysmal dilatation of the left iliac artery. On the same day, the patient underwent a re-intervention procedure whereby coil embolization of the left internal iliac artery was performed, and an additional gore(r) excluder(r) device was implanted to extend the stent graft system distally. The patient tolerated the procedure.